Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with an extended charge time of 29 seconds. Premature battery depletion was in question. The device was explanted and returned to boston scientific for analysis.